Event description:
Reporter noted posterior capsule tear occurred during I/al anterior vitrectomy required. Outcome of event reported as excellent.

Manufacturer narrative:
A co. Service rep checked system; found it met performance specifications. Unable to duplicate performance problem reported.